Manufacturer narrative:
Findings: unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was programmed with test mini link and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the 100 value properly on display graph. Unit was also programmed with test glucose meter. Unit communicated properly and recorded the 104 mg/dl value properly from glucose meter. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that they have treated the high blood glucose. The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose at time of incident was 600 mg/dl. Customer thinks there is a delivery anomaly due to the constant high blood glucose. The customer stated that doctor did the settings. The healthcare provider wants pump replaced and advised the customer to monitor blood glucose. The customer was advised that we will replace the pump due to healthcare provider orders and due to customer not feeling safe to continue use of the pump.

Manufacturer narrative:
The pump passed the delivery accuracy test.